Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) related to an occlusion alarm issue that resulted in cancelled boluses. The patient¿s bg was reportedly over 250 mg/dl with extreme thirst and excess urination. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting indicated that the cartridges were not being used per the instructions for use, which may have led to the occlusion issue. No product defect was found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.